Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a broken capsule during an intraocular lens (iol) implant procedure. The lens was removed and replaced with a three piece lens.

Manufacturer narrative:
Product evaluation: only portions of the lens were returned loose in a bio-hazard bag with the closed lens case. Solution is dried on the lens. One haptic is bent in the gusset area. The optic is cut into multiple portions. A large cut portion of the lens containing the other haptic is missing. The damage is typical of insertion and removal. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).